Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support that a fluid leak was discovered during treatment on the liberty select cycler. The m31 air detected in cassette alarm was received several times during fill 1 of 4. The patient rebooted the cycler but the m31 alarm continued. Treatment was cancelled. Additional information was received during follow-up with the patient. Fluid was discovered within the cycler upon opening the cassette door. No defect or damage was noted to the cycler set. There were no adverse event, serious injuries, or required medical intervention as a result of the reported issue. The patient stopped treatment for the night and went to the clinic the following day to drain. The cycler remains with the patient for continued use. The cycler was discarded and is not available to be returned to the manufacturer for physical evaluation.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support that a fluid leak was discovered during treatment on the liberty select cycler. The m31 air detected in cassette alarm was received several times during fill 1 of 4. The patient rebooted the cycler but the m31 alarm continued. Treatment was cancelled. Additional information was received during follow-up with the patient. Fluid was discovered within the cycler upon opening the cassette door. No defect or damage was noted to the cycler set. There were no adverse event, serious injuries, or required medical intervention as a result of the reported issue. The patient stopped treatment for the night and went to the clinic the following day to drain. The cycler remains with the patient for continued use. The cycler set was discarded and is not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Correction: b5 (event description: cycler set availability).

Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support that a fluid leak was discovered during treatment on the liberty select cycler. The m31 air detected in cassette alarm was received several times during fill 1 of 4. The patient rebooted the cycler but the m31 alarm continued. Treatment was cancelled. Additional information was received during follow-up with the patient. Fluid was discovered within the cycler upon opening the cassette door. No defect or damage was noted to the cycler set. There were no adverse event, serious injuries, or required medical intervention as a result of the reported issue. The patient stopped treatment for the night and went to the clinic the following day to drain. The cycler remains with the patient for continued use. The cycler was discarded and is not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.